Manufacturer narrative:
A ge service representative performed an on site investigation. The failures took place from 2006 to 2007. The cross arm brake, monitor, camera, hard drive, and the lift column power supply was replaced during several service calls. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system was unstable and had many repairs. No patient injury was reported.